Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
A pericardial effusion (pe) and a cardiac tamponade occurred. It has been reported that a versacross connect laac access solution kit was selected for use for a left atrial appendage closure (laac) procedure. The procedure was completed, when the watchman sheath and ice (philips 4d) catheter were pulled back into the right atrium (ra), a large concentric effusion measuring 11.7mm was noted around the right and left ventricules on transesophageal echocardiography (tee). A tamponade was noted, and the patient was hemodynamically unstable (sbp 40mmhg). Pericardiocentesis performed removing 420cc of bloody fluid from pericardium which was transfused back to the patient. The drain was left in pericardium and removed several hours later after a transthoracic echocardiogram (tte) was performed. No additional fluid was seen nor was any drainage seen in the bag. There were no further patient complications reported, and the patient was discharged the next day. The patient has been successfully discharged. Product is not expected to return for analysis (disposed). No pe was noted prior to the procedure. The patient was not under warfarin but taking eliquis at the time. The physician and transesophageal echocardiography (tee) imager suspected that the effusion was due to the ice catheter since the transeptal puncture was difficult due to a lipomatous septum and narrow window to puncture fossa ovalis. The physician does not believe the versacross rf wire and dilator malfunctioned during the procedure or contributed to the ae.